Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 545 mg/dl. The customer had symptoms such as headache and lethargy. Customer was treated with manual injections. Customer's blood glucose value was 545 mg/dl at the time of the incident and patient's current blood glucose was 129 mg/dl. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The high pressure test for insulin pump was performed and was reported as insulin flow blocked. Customer mother stated that she thinks the piston is not working properly to give the insulin the like insulin pens and was advised to run displacement test to see if piston is moving to the top of reservoir compartment to see if it is traveling properly. Ran test and passed displacement test. The product was not returned for analysis.